Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12770. It was reported that the patient experienced feeling cold when the implantable cardioverter defibrillator inappropriately shocked the patient. The patient presented to the emergency room on (B)(6) 2019. Upon interrogation of the device, an episode of ventricular tachycardia was noted to be treated with anti-tachycardia pacing, but his failed so the device delivered a shock. The device was reprogrammed and on shock was delivered. No additional information was reported.

Manufacturer narrative:
Correction: (B)(4).

Event description:
It was reported that the patient presented in the emergency room shortly after experienced feelings of coldness prior to receiving an appropriate shock from the patient's implantable cardioverter defibrillator. Upon device interrogation it was noted that the patient experienced a ventricular tachycardia that the device failed to convert with antitachycardia pacing in which an appropriate shock was delivered shortly after. It was determined that the that the device failed to detect the ventricular tachycardia. Programming changes were made as well changes to the patients current medications.